Event description:
We have received a report of a defective concentrator from a consumer; upon start up the yellow light comes on then goes immediately to red. He shipped it for repair on (B)(6) with 125 hours on it. They did the repair, lost his box, and scratched the front of machine. It took 2 months to receive it back. The unit now has 142 hours on it and is not working again. He states that the unit which has been broken more than he has used it. He does not want to bear the burden of cost to ship it for repair. He has been using the concentrator in conjunction with a hyperbaric chamber which is not an authorized accessory for this unit nor its intended use. The unit was being used in an application unfamiliar to us; in conjunction with a hyperbaric chamber that we have no technical specifications or other information to determine how, if at all the chamber might operate with our device or other oxygen devices. The device is being used off-label.